Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (270, 546 mg/dl), over a period of 3 days. Per the customer, bg levels were brought back down to target by drinking water and eating a snack, but upon further follow up the customer acknowledged that their healthcare provider has instructed that they treat via insulin pen.